Event description:
It was reported that during ess procedure the water stopped coming out midway. Perhaps because of that effect, the tip of the bur got burnt. Upon checking the irrigation tube, breakage was found. There is no known patient impact.

Manufacturer narrative:
H3: visually, there were multiple cuts on proximal portions of the device when returned. Additionally, there was liquid within the inside diameter of the tubing. There was contamination on the distal end of the device. Functionally, a syringe was used to inject air through the spike on the proximal end of the device and the liquid flowed through the distal end of the device, but some of the liquid leaked from the cuts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Initial reporter phone number is not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.